Event description:
It was reported that the customer did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team instructed the customer to disconnect the tubing and attempt the fill tubing step again after warming up the insulin to room temperature. The customer was advised to load a new cartridge and call back if the issue persisted, with ongoing follow-up to update the infusion set information.